Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker underwent a procedure to evacuate a hematoma. The device had been implanted for one week when the intervention was performed. No additional adverse patient effects were reported. The device remains implanted and in service.